Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(6) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The insulin pump also had a blank display. After troubleshooting the insulin pump's display did not return. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates, the insulin pump function properly and had no blank display or display anomaly noted. The insulin pump passed a21 test. No a21 alarm or unexpected restart noted during our testing. All operating currents were normal. No damage was found inside of the insulin pump noted. However, the insulin pump received with minor scratched display window and cracked reservoir tube lip.